Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose ranged from 153-154 mg/dl. Customer declined troubleshooting with tandem technical support. No additional information was provided.

Manufacturer narrative:
Device not returned.